Event description:
Customer reported intermittent filament regulator errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and completed fmi to repair system. System operates as intended. This MDR is related to ge healthcare complaint number.